Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD)&#2208;hurts him, especially at night." The patient also stated that the "physician says that everything looks fine and suggested that he sleep on his other side." Patient also noted that the physician indicated that the "pocket wasn't big enough" and should be revised. Communication attempts for additional information were unsuccessful. According to manufacturer records, the device remains in use. No patient complications have been reported as a result of this event.